Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 23.2 mmol/l (mobile) and 11.2 mmol/l (aviva). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(4) (aviva meter), is related to case with patient identifier (B)(4) (mobile meter) the event occurred in canada while this product is not sold in the united states, it is like or similar to a product marketed in the united states.